Manufacturer narrative:
A ge svc rep performed an on site investigation. The flash drive was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the etrak 2500 sys intermittently would not calibrate the receiver prior to a case. The sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.